Event description:
It was reported that after flushing the dispenser hoop, when taking out the subject balloon catheter, resistance was felt. The test inflation of the balloon had no issue; however, during the procedure, diluted contrast was found to be leaking from the middle of the subject catheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the dfu, flush was given when the device was taken out from the dispenser hoop and continuous flush was maintained during the procedure. Resistance was noted when taken out of dispenser hoop/protective tube. Resistance was not encountered during the guidewire insertion or during inserting the balloon through catheter. The entire system was flushed with a 50% saline-contrast mixture. No abnormalities such as air, leaks, or poor expansion were noted when the balloon was expanded outside the body, the correct inflation medium was used to inflate the balloon as per the dfu and the device was not inflated over nominal pressure or excessive pressure used. The tortuosity of the patient was unknown. After flushing the dispenser hoop, when taking out the device, resistance was felt. Test inflation of the balloon had no issue; however, diluted contrast was found to be leaking from the middle of the shaft. Therefore, it was replaced with a new one of the same catalog number, and the procedure was completed successfully. It is most likely the catheter shaft was unintentionally damaged during the removal of the device from the dispenser hoop, and when used inside the patient the catheter shaft was then seen to leak. As the device was not returned for investigation this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿device or component could not be removed from packaging' and ¿balloon catheter shaft leaked during use¿.